Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 52 mg/dl. Suspected cause was due to having a basal rate setting that was too high. Reportedly, customer received assistance from a store clerk by adminstering glucose tablets. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.